Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 returned test strips produce high readings and the event was determined to be reportable.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Error message appeared when customer performed a blood test during call on (B)(6) 2017. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date was about one month (customer was not sure). Adverse event not reported at time of call on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/16/2017 returned test strips produce high readings and the event was determined to be reportable. Additional information: most likely underlying root cause of high control results is due to improper storage: vial left open for an extended period of time.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Error message appeared when customer performed a blood test during call on (B)(6) 2017. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date was about one month (customer was not sure). Adverse event not reported at time of call on (B)(6) 2017.